Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that she found the patient's bed was wet; found the implicated PICC leaking. The nurse then allegedly clamped the red-lumen and the leaking stopped. Catheter was removed and a new catheter was re-inserted. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause was determined to be use related. One 5fr d/l poly radpicc was returned for investigation. The bifurcation was yellow in color, which confirms that the sample was used. Tape residue was observed on the extension legs. A 2mm tear was observed at the proximal end of the wing on the red lumen side of the catheter. A microscopic examination revealed that the adjoining surfaces between the wing and bifurcation were rough and granular, which is indicative of a tear. A functional test revealed that the lumens were patent to infusion, and a leak was observed at the tear. It appeared that the catheter was manipulated during use, which caused the material to tear. The discoloration in the material may have been a contributing factor. Due to the evidence of use, it appeared that the tear developed over time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt1982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that she found the patient's bed was wet; found the implicated PICC leaking. The nurse then allegedly clamped the red-lumen and the leaking stopped. Catheter was removed and a new catheter was re-inserted. No patient injury reported.